Manufacturer narrative:
This report is submitted on oct 05, 2021.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (specific date not reported) resulting in fixture loss. Additional information has been requested but has not been made available as of the date of this report.